Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 230-03-02 - optetrak asy,cr cemented femoral, sz 2, sn: (B)(6). 200-02-32 - three peg patella 32mm sn: (B)(6). 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t sn: (B)(6).

Event description:
As reported, approximately 10 years post op initial tka, this 63 y/o male patient was revised due to the recall. Patient was last known to be in stable condition following the event. Unable to obtain x-rays or images. Not returning - hospital kept.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6, MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to the prosthesis wear, which ultimately led to device fracture. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the device in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.